Event description:
This complaint is reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulties occurred. The diffuse, irregular, 80% stenosed target lesion being treated was located in the severely tortuous and severely calcified mid right coronary artery (rca). Pre-dilation was performed leaving a suboptimal result of 50% residual stenosis. A 2.50x32mm promus element plus stent delivery system was advanced but this device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: an examination of the device found that the crimped stent was kinked and the stent struts were misaligned at 9mm distal to its proximal edge. No other damage was visible along the length of the device. There were no kinks present in the hypotube and no issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).